Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was failing the self test/system test, defib and pacer portions. There was no report of patient involvement.